Event description:
At the time of cement implantation, patient experienced respiratory arrest and subsequent cardiac arrest requiring. Patient was sucessfully resuscitated in the o.r. And coded in the recovery room expiration occurred approx. Three hours post-op in recovery. Presumed cause oif death pulmonary embolus. Cement was being used with richards bi-polar hipdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.